Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. Vascular access was obtained via radial artery. The de novo stenosed target lesion contained a >45 and <90 degree bend and was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 28 x 3.50mm taxus liberté stent delivery system was selected to treat the lesion. During advancing, the stent advancer rod was fractured. The physician withdrew the complaint device intact. The procedure was completed with a different device. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 230 mm distal to the catheter strain relief. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the taxus liberte stent system is contraindicated for treatment of "heavily calcified lesions". However, the device was used to treat a severely calcified stricture. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. Vascular access was obtained via radial artery. The de novo stenosed target lesion contained a >45 and <90 degree bend and was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 28 x 3.50mm taxus¿ liberté¿ stent delivery system was selected to treat the lesion. During advancing, the stent advancer rod was fractured. The physician withdrew the complaint device intact. The procedure was completed with a different device. No complications were reported and patient's status is stable.